Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice (hc) device passed away due to an unknown cause. It was not reported whether an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record was performed. No issues were identified related to the reported problem. The device is reported to be available but has not been received at this time. A service history review and an event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.